Manufacturer narrative:
(B)(4). The service engineer (se) was only authorized to download the logs. No testing was preformed on this device as covidien was not authorized to evaluate and/or repair the unit. Additionally, the customer reported the patient expired a few days after the reported event for medical reasons not related to the ventilator. The customer reported that the ventilator was preforming as expected and that there was no malfunction of the device rather clinical practice that led to the reported event.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a constant alarm when disconnected from a circuit line. The patient was not removed from the ventilator. The patient was not harmed or injured as a result of the event.